Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units multiple times during the load process. The customer reported a blood glucose (bg) level of 330 (mg/dl). A correction bolus was delivered to address bg levels. During troubleshooting with tandem technical support, customer loaded a new cartridge and resumed insulin delivery.